Event description:
The customer observed falsely depressed sodium results generated on the achitect c4000 processing module(serial number (B)(6)) for one patient. A new sample was tested with higher results. The original sample was repeated with higher results. The following data was provided: sid (B)(6) initial sodium result = 119 mmol/l new sample result = 146 repeat results 146, and 147 mmol/l. Reference (normal) range: 136 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module(serial number (B)(6) ) for one patient. A new sample was tested with higher results. The original sample was repeated with higher results. The following data was provided: (B)(6) initial sodium result = 119 mmol/l new sample result = 146 repeat results 146, and 147 mmol/l. Reference (normal) range: 136 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c4000, serial number (B)(6) , and determined the tubing, ict pinch valve (rohs) (7-204068-01) was worn and is the likely cause. The fsr replaced the part, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the tubing, ict pinch valve (rohs) (7-204068-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the tubing, ict pinch valve (rohs) (7-204068-01) was identified.